Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 20-july-2024, it was reported that the patient encountered infusion set occlusion in tubing event. The blood glucose was reported 370 mg/dl. No further information available.